Event description:
It was reported that a 355sd was used during a pelviscopy. It was reported by the rep that the trocar would not arm properly. 11/4/98 another trocar was used to continue with the procedure. There was no consequence to the pt.